Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the safety valve did not work, the product was partially released. No patient injury is reported.

Manufacturer narrative:
First name of initial reporter: (B)(6). Evaluation summary: the protégé everflex was returned for evaluation. No ancillary devices were included. Visual inspection: the protégé everflex was returned with the stent deployed and the safety pin loose. No damages to the deployment system were observed. The stent was inspected and found no damages or traces/indications the device was previously deployed within the vessel. The deployment grips were pulled together in order to view the inner of the catheter. No damages were noted. The retainer was properly spaced and found no damages. Functional testing. The catheter was cut in order to view the entire hypotube and inspect for witness marks from the safety pin. A witness mark was identified approximately 3cm from the distal edge of the hypotube. If information is provided in the future, a supplemental report will be issued.